Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported b30 error code was not confirmed. It was found that when the video connector was shaken no image was displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Issue 1 (b30 error) ¿ based on the results of the investigation, the cause of the reported b30 error could not be determined as it could not be reproduced. Issue 2 (no image displayed when video connector shaken) ¿ based on the results of the investigation, root cause is consistent with a faulty video connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center experienced a b30 error. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.